Event description:
It was reported that the patient had pain in their left side when exhaling, shortness of breath, pressure on their chest, and a tingling feeling in their fingers. The patient stated that they were hospitalized for these symptoms. No additional information was available from the clinic. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.